Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm volux¿ xc bilaterally in the jawline and with juvéderm voluma® xc in the chin. About four months later, the patient experienced a "delayed onset nodule". The patient has been treated with multiple courses of antibiotics, steroids, and hyaluronidase. During the course of treatments, patient developed abscess that was drained. A culture was performed resulted in negative. A nodule is now forming on contralateral side. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the first suspect product, juvederm volux..